Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 138 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. Three complaints received at the same time from the same end customer for the same code-batch. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that: the thread's shape memory that makes it difficult to straighten the thread. When pulling the thread out of the package, the threads tangle up and the threads/needles that are not intended to be taken out of the package move and run risk of needle stick injury. The customer's opinion is that this happens because of the paper package. No more information has been provided.